Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 customer alleged pump had a blank display after changing battery. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, cracked case near the corner of belt clip rails, cracked keypad overlay, and cracked case on the battery tube side.pump¿s history and trace files downloaded successfully using thus software. Pump passed displacement test, self test, active current measurement and sleep current measurement. Pump was monitored. No blank display noted during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No power loss alarms noted during testing or in the pump trace download. However, moisture damage noted in pcb 1. In summary, customers allegation where pump had a blank display was not confirmed after inserting a new battery and during testing. Unit powered up properly however, moisture damage was noted in pcb 1. (B)(4).

Event description:
The information received by medtronic indicated that the insulin pump had a blank display. Customer stated battery was changed multiple times, but the issue was not resolved. Contacts on battery cap were not missing nor damaged. Customer stated display was not return after restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.